Event description:
The manufacturer received information alleging the leakage test step had failed on a trilogy ev300 device. The device was not in patient use. The device has not been returned to the manufacturer. At this time, the device investigation has yet not begun on the device. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the leakage test step had failed on a trilogy ev300 device. The device was not in patient use. The trilogy ev300 device was evaluated by a philips service engineer (se). The device evaluation found the flow sensor had caused the flow sensor verification test step to fail on the device. The philips se replaced the device's flow sensor and fio2 sensor housing to address flow sensor verification test step issue. However, philips se could not determine the cause of the leak test step failing on the device. Philips se re-evaluated the device and determined the oxygen (o2) connector low flow was causing the leak test step to fail on the device. The philips se replaced the device¿s low flow o2 connector to address this issue. The philips se reperformed the leak test step on the device but it failed again. The philips se re-evaluated and determined the air flow sensor and the fio2 tubing and low flow tubing had caused the leak test step to fail on the device. The philips se replaced the air flow sensor and tubing (fio2 and low flow) to address the issue. After replacing the parts on the device, the philips se re-performed the system leak test step, and it had passed on the device. After the philips se replaced the parts on the device, the device was placed back into service.